Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked reservoir tube lip, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.